Event description:
It was reported that breakage/chipping occurred along the fenestrated outer cannula on multiple (exact quantity unknown) size 8 dcfn, disposable cannula cuffless fenestrated tracheostomy tubes. The reported condition occurs after the disposable devices are in use approx three (3) months. It was also reported that the pt has experienced some distress and bleeding as a result of the reported conditions. Limited info was available regarding the pt, the devices, as well as the care and maintenance practices. The 8dcfn devices have reportedly been discarded and are no longer available to be returned to the MFR for ID, ananlysis and investigation.